Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 667 days after a coronary drug eluting stenting treatment procedure, the patient expired. The target lesion was a 3.0mm, 80% stenosed, 30mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and placement of a 3.0x32mm taxus express2 study stent. Residual stenosis was 0%. There were no reported complications. The patient was discharged the next day on aspirin and plavix. At the 2 year follow-up, the site learned that the patient expired 667 days after the initial procedure with the cause of death listed as cardiopulmonary arrest due to coronary artery disease (cad) as per death certificate. There was no autopsy and the physician noted that the target vessel was not involved.